Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with fortum (intraperitoneal, discontinued after 13 days) and cloxa (intraperitoneal, discontinued after 13 days) for the event. Two days after the event onset, the patient was treated with amikacin (intraperitoneal, discontinued after 11 days) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Tpd therapy was ongoing. The reporter declined to provide additional information.